Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item addition did not appear to work. A technical support specialist (tss) found that customer attempted to add several new formulary items for the madison heights freestanding but encountered a please select one item error in es 1.6.1 despite selecting an item in the approval queue. Further the tss identified this as the known issue described in knowledge article "es 1.6.1 - multi-facility accounts cannot add medications to the approval queue" and provided the resolution steps. The tss guided the customer to log into the es webpage, navigate to approval queue, and select the correct facility from the dropdown menu. Tss then instructed the customer to refresh the page using either the refresh button or the f5 key to ensure the selected facility remained active. After refreshing, the customer was able to proceed with adding the formulary items to the approval queue successfully. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the device experienced an issue adding medication items to the pyxis formulary. Attempts to add new medications including doxycycline 100 mg tablets, clarithromycin oral suspension 250 mg per 5 ml, dihydroergotamine mesylate 1 mg/ml, acetadote injection, balfaxar, and midazolam 5 mg/ml were unsuccessful while configuring pyxis machines in the emergency department to support the new freestanding emergency department at madison heights. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.